Event description:
It was reported the customer had air bubbles in their reservoir. Customer declined to troubleshoot for the air bubbles and requested assistance with filling another reservoir. The customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).